Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy. As a result, surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.